Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer did not experienced any symptoms related to low blood glucose level. Customer declined troubleshooting for low blood glucose event. The insulin pump will not be returned for analysis.